Manufacturer narrative:
D9 updated; the product has been returned. Investigation summary purge pressure low: clinical reported purge pressure low alarms that persisted after purge system was replaced. The logs show several low purge pressure events which each lasted 30 seconds or less. Lt log analysis shows a bag change on 25-nov at 16:39:12 till 16:40:14 then a purge pressure low alarm on 25-nov at 16:40:57 that resolved on 16:41:27. There was another bag change at 16:25. There was another low purge pressure alarm at 16:27 for 30 seconds. The cassette was changed on 27-nov at 13:27. Though the cassette change was over 2 minutes, there were no alarms until there was another bag change on 30-nov at 19:38 after which there was purge pressure low at 19:40 which resolved after 28 seconds. Overall log analysis indicates a use related error as issue occurred only after bag changes and were resolved within 30 seconds and there was a cassette change longer than 2 minutes. The returned product was inspected and biomaterial was observed wrapped around impeller blades, no leaks were observed and the pump was run in the lab with no issues. The long cassette change during the case could be the source of the biomaterial though no evidence of biomaterial ingestion or build up was present in the logs. The cause of the low purge pressure issue was determined to be use related based on log analysis and returned product functioning as expected with no issues.

Manufacturer narrative:
A2, a3, and a4 are unknown. The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. On support day 3, it was reported that an alarm occurred for purge pressure low. The purge cassette was replaced, but the issue persisted. On support day 8, the alarm was reported to have been resolved. It was noted that there were no issues with the pump operation, and there were no visible leaks observed. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.